Manufacturer narrative:
Date of event/event/initial reporter: (phone/email): additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. An e216 (scope communication error) occurred. An additional reportable malfunction was identified; due to the failure of the imaging unit, the screen became black, and no image was displayed. (The image was restored.) The tip cover was not watertight. Water tightness was not maintained due to holes in the bending section cover due to external factors. The bending section cover adhesive was missing. The bending section could not be fixed securely due to wear of the lever. The video connector was cracked due to external factors. The vent metal on the light guide connector was loose due to external factors. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented a no image-unrestorable-error code. No patient injury or procedure impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code was due to a defect of the inner board of the video connector or the system and the image issue was likely due to a failure of the image sensor unit or defect of the inner board of the video connector or the system. Olympus will continue to monitor field performance for this device.